Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ac-joint tightrope study a re-instability with a surgical revision was reported. No further information was received.